Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. On (B)(6) 2015 was able to reproduce the issue and was not able to pass rad or fluoro gain calibrations. Received an error 13 which states no kvp. Put an o-scope on kvp and was not getting kvp. Then the unit started working, I was getting kvp and I could pass rad and fluoro gain calibrations. I will watch cases and have an ht controller and atp board on hand if the imaging system goes back in the no kvp state in the next couple of weeks. On (B)(6) 2015 changed x-ray tube due to intermittent kvp output. Calibrated imaging system due to tube change. Imaging system passed all tests and is up and running. The x-ray tube was received by the manufacturer for evaluation. Analysis could not confirm reported problem. Returned x-ray tube was installed in the o-arm system 267 and ran without any issues for 10 days. Kvp worked as expected. Rad and fluoro gain calibrations passed as expected. Root cause could not be determined, although part replacement resolved the reported issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system produced grainy 3d images. It was reported that the 2d image quality was good. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully by using a c-arm after a reported delay of less than one hour. The patient was not impacted.